Manufacturer narrative:
Device evaluated by MFR: a promus select ous mr 38 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The stent outer diameter was measured within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric de novo target lesion containing >45 and <90 degrees bend was located in the severely tortuous and moderately calcified left anterior descending artery. A 38 x 3.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. Furthermore, after another pre dilatation the physician tried to track again the stent and found that the distal strut of the stent was damaged. The device was removed and completed the procedure with another of the same device. There were no complications reported and the patient is stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, concentric de novo target lesion containing >45 and <90 degrees bend was located in the severely tortuous and moderately calcified left anterior descending artery. A 38 x 3.50 promus premier select drug-eluting stent was advanced but failed to cross the lesion. Furthermore, after another pre dilatation the physician tried to track again the stent and found that the distal strut of the stent was damaged. The device was removed and completed the procedure with another of the same device. There were no complications reported and the patient is stable.